Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the unit and determined the root cause to be due to a faulty main board. The main board was replaced and the operational verification testing was performed where the unit passed per manufacturing specifications and was placed back into service. In the event the main board is received for evaluation a follow-up report will be submitted.

Event description:
The customer stated that this vent went down on a patient with the message "xdcr fault." There was no harm to the patient, and the ventilator was switched out.

Manufacturer narrative:
Device evaluation: the failure analysis lab received the suspect faulty main printed circuit board for evaluation and was able to reproduce the reported failure and isolate it to a faulty transducer on the main printed circuit board. This failure is part of an internal investigation.